Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was verified and the multifunction cable connector and mutlifunction cable were replaced to remedy the report. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.